Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 12, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). Device analysis report attached. This report is submitted on july 17, 2024.